Manufacturer narrative:
Upon visual inspection, the device was found to have internal corrosion and the metal surface of the driveshaft was found to be scored. The device was discarded by the manufacturer.

Event description:
It was reported that during a procedure the wire collet was producing metal shavings. It was reported that nothing fell into the surgical site and that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.